Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz1699 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a 4fr solo PICC removed on (B)(6) 2020 as leaking and fractured at just before 9cm (inserted (B)(6) 2020; 52cm and out 5cm; left bas).